Event description:
It was reported that during a benign prostatic hyperplasia procedure, that the fiber was end firing. A second fiber was used to complete the case. There were no patient clinical consequences reported due to this event.

Manufacturer narrative:
Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on the surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on the device analysis, the potential for forward firing may exist. The probable cause of the failure is operational context. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, that the fiber was end firing after 90,216 joules and 14:52 minutes of use. The fiber tip/cap was cleaned during the proceed a second fiber was used to complete the case. There were no patient clinical consequences reported due to this event.